Event description:
The pt reportedly was unable to hear while using sound processor. The family members exchanged external equipment. However, the problem was not resolved. The pt was seen at the center for device evaluation. In 2003, further testing conducted confirmed that the device was no longer functioning. Surgery to explant the pt's device has been scheduled.